Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The rite (return instrument test/evaluation) test was performed when the device was returned to the baxter tampa bay facility for evaluation. The device passed the homechoice rite functional test and the homechoice rite electrical test. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain, one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. A device history review revealed the device was reworked and passed all subsequent testing. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intraperitoneal volume (iipv) situation which occurred on (B)(6) 2010 during drain cycle 3. The drain volume was 4593 ml. This event meets overfill criteria. On (B)(6) 2010, (B)(4) contacted the nurse and provided the results of evaluation and the probable cause identified. The nurse stated that the patient was doing fine and continuing with therapy. No medical intervention or patient injury was associated with this report.